Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6.

Event description:
Healthcare professional (hcp) later reported "only volbella was injected to the patient. The volite mentioned in the report is a mistake." No complaint against a juvéderm vista volite.

Event description:
Healthcare professional (hcp) reported that a patient injected in the forehead with juvéderm vista volite and "symptoms of vascular embolism such as redness, pain, and swelling were observed immediately after injection." Treatment included hyaluronidase on the same day. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm vista volite.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.